Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual, and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. There is no allegation of malfunction or failure against this device, therefore an assignable cause of undetermined will be assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during a thrombectomy procedure on (B)(6) 2020, the patient suffered from a hemorrhagic transformation-blood brain barrier rupture. It was reported there was a possible relationship between the adverse event and subject catheter device used in the procedure. It was reported the stroke (disease under study) and the thrombectomy procedure were related to the adverse event. The event resolved with unknown clinical sequalae on (B)(6) 2020. No further information is available. After reviewing the additional information received from medical safety on (B)(6) 2023, it was clarified that the hemorrhagic transformation-blood brain barrier rupture is related to the stent devices. There was no malfunction or allegation alleged against the subject catheter. Based on this information, this event does not meet reporting criteria anymore. The event is deemed non reportable.

Event description:
It was reported during a thrombectomy procedure on (B)(6) 2020, the patient suffered from a hemorrhagic transformation-blood brain barrier rupture. It was reported there was a possible relationship between the adverse event and subject catheter device used in the procedure. It was reported the stroke (disease under study) and the thrombectomy procedure were related to the adverse event. The event resolved with unknown clinical sequalae on (B)(6) 2020. No further information is available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.